Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in sections b5, h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Please update b5 description summary to show: customer's attorney reported that customer had a low blood glucose of 30mg/dl on (B)(6) 2020 at 2:14pm. Her family called the paramedics when they found her minimally responsive/unresponsive after she finished exercising and her family incorrectly mixed up her glucagon with saline, resulting in administration of only saline. The paramedics stopped her pump and gave in intravenous infusion of glucose. Insulin drip was not given. Her family gave her a sandwich. Customer had a high of 400mg/dl a couple of hours before the low event. Please see (B)(4) for the documentation of the high with no allegation of under delivery or retainer ring issue or any issue with the pump for the high. Customer said pump had clear retainer ring and was alleging retainer ring damage and over delivery. Troubleshooting was not done. Pump was used within 48 hours of the low event. Pump was in manual mode.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, possible under delivery anomaly, and retainer ring damage. Medtronic legal received information from the attorney of the family on april 23, 2024, medtronic received notice of a device/product legal hold notification containing one individual claimant. The customer experienced hyperglycemia and hyperglycemia and was treated by ems, glucose/carb intake, IV insulin drip. The reporter alleges that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly. It was unknown whether the pump was used within 48 hours and whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pumps. The insulin pumps will not be returned for analysis.